Event description:
High blood sugar readings (blood glucose increased). Case description: does the incident represent a serious public health threat? No. This serious spontaneous case was reported by a consumer from (B)(6) as "high blood sugar readings". It concerns a male patient with type 1 diabetes mellitus, who was treated with levemir penfill (insulin detemir) from an unknown date and ongoing, novorapid penfill (fast-acting insulin aspart) an unknown date and ongoing, novopen 4 blue (insulin delivery device) and novopen 4 silver (insulin delivery device) from an unknown date. Patient's height: 173 cm. Medical history included type 1 diabetes mellitus (duration unknown). The patient was hospitalized on an unknown date as he had high blood sugar readings. The patient completed priming shot prior to each injection. The reporter did not see any cracks in either vials and was not sure which insulin may be causing the problem. The patient administered 10 units of novorapid (normal dosage is 7 units) and 2 hours later his readings were 18 mmol/l. The particular batch of both insulins were stopped due to this ae. The hospital staff advised to dispose of current stock of both levemir and novorapid as well as the 2 pens. The patient was provided replacement insulin and there was no change to the dosage. The product was temporarily stopped and it was batch specific. The patient began using new batch of insulin. The patient's mother confirms that there has been no change to his diet. Action taken to levemir penfill, novorapid penfill and novopen 4 (blue and silver) was reported as drug discontinued temporarily. The overall outcome of "high blood sugar readings" was reported as recovering/resolving. Reporter comment: reporter causality: possible.